Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the white pulse wire was open in the trunk cable insulation, which caused the check therapy messages. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.